Event description:
Treatment of a stroke in the m1 segment of the middle cerebral artery (mca). It was reported that the physician was using the merci 18l catheter in tortuous anatomy and tried to pull back the solitaire stent on the first pass, but it detached and stayed in the m1 segment. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient and the pusher was discarded.(B)(4).